Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited out of range shock impedance measurements. It was not known when the impedances went out of range. The physician was concerned the issue was with the device header, but the field representative did not know the implant orientation of the device. Technical services discussed the option of reprogramming the shock configuration, and suggested having a fluoroscopy image done before opening the pocket. After opening the pocket, it was recommended to verify the lead connections and also to inspect the device header. The cause of the out of range shock impedances was not known at this time. The patient had already been scheduled for a competitive left ventricular (lv) lead revision.

Manufacturer narrative:
It was planned to check right ventricular (rv) lead connections and evaluate the device header during the scheduled lv lead procedure. During the procedure, the distal setscrew was confirmed to be loose. Once this was tightened, the shock impedance measurements were within normal range. The lead and device remain in service. No adverse patient effects were reported.